Manufacturer narrative:
The reported event of inability to program was not confirmed. Device image analysis indicated excessive high powered telemetry usage, which caused the device to temporarily disable 64k telemetry to preserve battery power. The monthly current trend was normal and the voltage was in normal range of operation. Further electrical and mechanical analysis performed in nominal settings did not find any anomalies and the device was able to be interrogated through high powered telemetry. A longevity assessment was performed, and device was found to have appropriate remaining longevity.

Event description:
During device preparation, the device was unable to be programmed. The device was exchanged to resolve the event. There was no patient involvement.